Manufacturer narrative:
The product has not been returned to manufacturer at this time. The results of the investigation are not available at the time of this report. A follow-up investigation report will be submitted when completed.

Event description:
The event is reported as: during a prostectomy surgery the little screw in the jaw of the applier was lost. Intensive washing of the abdominal cavity was performed without location of the screw. All fluids collected during the surgery were also filtered and the screw was not located. No pt injury reported.